Event description:
It was reported by the treating neurologist on (B)(6) 2010 that when the vns patient was seen for a follow-up appointment, and upon interrogation of the pulse generator, it was noted that the device was not at the intended settings. The physician reported that the pulse width and output current were different than the last time the patient was seen, which was in (B)(6), 2010. The patient was seen by a different neurologist at the office at that follow-up appointment that occurred in (B)(6) 2010. Programming and diagnostic history was received from one of the reporting neurologist's hand helds. Review of the history revealed that on (B)(6) 2010, upon interrogation, the off time was noted to be 60 minutes. There was no data from (B)(6) 2010 received on the flashcard returned to manufacturer. Good faith attempts to obtain additional programming history are currently underway. The patient had experienced an increase in seizure activity due to the change in device settings. The physician subsequently referred the patient to the surgeon for a consultation. The surgeon opted to replace the pulse generator, presumably due to the increase in seizure frequency.